Event description:
See h.11.

Manufacturer narrative:
Additional information: additional information was received indicating that the coil lost shape. Based on our investigation findings and clarifying information received from the reporter, there was no size discrepancy. The coil lost shape. Therefore, mvi no longer considers this event a reportable malfunction event. Device evaluation: the investigation of the returned coil system found the implant length to be within specification; however, the implant loops were found to not retain the correct shape which resulted in the outer diameter to be over specification. The stretch resistance monofilament was cut during the investigation, and the implant's first proximal loop regained shape and measured within specification. The implant shape loss is consistent with increased tension in the monofilament. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during the emergency surgery for a posterior communicating artery aneurysm, a single-coil embolization approach was selected. The first coil used was a 3d coil. When attempting to implant a subsequent 2d coil, the coil was found to have a different size than the specification stated on its packaging¿it was reportedly larger. After withdrawing this coil, a new coil of the same model was used and successfully implanted into the aneurysm. A repeat post-procedural angiography showed excellent results, and the surgery was completed. There was no patient injury. The patient outcome was reported as "fine".